Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿while synching the suture of the implants after firing in the meniscus, the implant could not hold into the meniscus and came out.¿ t¿s were still within the needle track of the device returned. The suture was still packed. The depth limiter was attached to the needle. The needle was bowed toward the right. The delivery needle had been virtually flattened. The device did not cycle or actuate. Upon closer inspection, the actuator ring component was found cracked in two places. This coincides with the flattened delivery needle. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retention of anchors. Factors influencing successful anchoring include device ability, implant location and tissue condition. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. The condition of the returned device does not correlate with the allegation. No root cause related to the manufacture of the device was established. No further investigation is warranted.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3) inadequate tissue conditions. 4) entanglement with other instruments or devices. 5) incomplete needle penetration through meniscus. Per instruction for use : ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ product met specifications upon release to distribution.

Event description:
It was reported that while synching the suture of the implants after firing in the meniscus, the implant could not hold into the meniscus and came out. Backup was available to complete the procedure and no patient injuries were reported.